Event description:
Pt was wearing the lifevest and went into cardiac arrest. Pt was in ventricular tachycardia for over 5 mins without any therapy from the device even though he met criteria for therapy. The device never shocked him during the event, but he did survive. Zoll was aware of event and did not notified the physician of the faulty device. The next day, pt died from cardiac arrest. Therapy start date: (B)(6) 2019; therapy end date: (B)(6) 2019. FDA safety report ID# (B)(4).